Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information received that this field clinical representative (fcr) contacted boston scientific's technical services (ts) on (B)(6) 2017. The fcr asked if a competitor torque wrench could be used on a device during a pocket revision procedure. The fcr was informed that a competitor torque wrench would be considered off-labelled use. Ts suggested that the device should not be re-implanted if the competitor torque wrench was used. Boston scientific received information from the fcr that the pocket revision was not related to the implant procedure. The implant date occurred on (B)(6) 2017 with no complications. On (B)(6) 2017, the patient had an unrelated procedure to place a mitral clip where the chest was tapped in the s-ICD incision site without the electrophysiologist's knowledge. Within 24 hours, a hematoma formed in the pocket and 500 cc of blood were removed from the pocket.